Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lens. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; cassettes attached to the pump without errors. The most probable cause was a problem with the customer¿s cassettes. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed "cassette not attached". The event occurred before infusion. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.